Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). When the polyaxial screw was introduced, the set screw sheared off in the screw head. Components involved / in use: st242t / s4 element polyaxial screw 4.5x35mm. Fw282r / s4 element compressor.